Event description:
It was reported that the 9800 system experienced "hv errors". Customer troubleshooted the system and stated they need a generator driver board and a hv supply regulator. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the generator drive board and the hv supply regulator. The system was tested and found to be working as intended and placed back into service.